Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one round of anti-tachycardia pacing (atp) and one shock for what appeared to be atrial arrhythmia with rapid ventricular response (rvr). There were also high out of range pacing impedance measurements of 2207ohms. Technical services (ts) was consulted and reviewed the data. This ICD remains in service. No adverse patient effects were reported.